Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, while stapling the bowel, the blade did not advance and the device did not fire, the surgeon then used another loading unit to resolve the issue in order to complete the case. There was no patient injury.